Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that burrs and slits were found with the tip of introducer sheath inside seldinger in the course of access. This led to difficulty in sheath advancement.